Event description:
Leica biosystems received a complaint that the complainant was "having issues with the instrument stopping secondary to not enough alcohol filling the retort." (B)(6) representative advised the complainant to manually drain the retort; top off the alcohol bottle; edit the protocol to remove unnecessary steps and then continue processing the tissue samples. The complainant contacted (B)(6) on (B)(6) 2015 to make an enquiry regarding display of an incompatibility message for bottle 11 (clear-rite). The complainant advised that: "there was no issue with tissue." However, on (B)(6) 2015 the following information was provided by the complainant to a leica application specialist/trainer in relation to the tissue samples involved in the complaint of (B)(6) 2015: "diagnosis was made, but the quality of the tissue was very poor! We had to submit incident reports on 4 cases. Investigation of this incident by leica biosystems is in progress.